Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported the pump alarmed no disposable pump won't run. Stopped and powered off the pump. Line was clamped and cassette was removed. Tubing massaged and green tab was depressed. Air was noted in the line. Reconnected the pump and powered on. Unable to start due to no disposable alarm. Removed cassette again and repeated troubleshooting steps. Instructed patient to call back with any further issues. No patient injury was reported.